Event description:
It was reported that a pt underwent a dental surgical procedure on (B)(6) 2010. During the procedure, the needle broke. The needle pieces were removed and there were no adverse pt consequences.

Manufacturer narrative:
(B)(4). Representative samples of the product were returned for evaluation. The needles were inspected and tested for ductility. There were no signs of mfg or material defects found. Conclusion: no device failure detected and the product is within specification. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.